Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a below the knee treatment procedure, a tip detachment occurred. The target lesion was located below the knee. This v-14 control wire was selected; however, the tip of the guide wire broke off and remained inside the patient. It was noted that they were unable to retrieve the detached portion. No further patient complications were reported and the patient's status is fine.